Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported receiving a motor error alarm during bolus. The blood glucose was 140 mg/dl. The device was not exposed to a strong magnetic field or MRI. The customer was advised to discontinue the use of the device and to revert to a back-up plan. The customer declined troubleshooting. Nothing further was reported.